Event description:
It was reported, the video system center image could not be seen on the monitor. There were no reports of patient harm.

Manufacturer narrative:
E1 address line 1 exceeded the character limit. The full address is: via (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the contacts on the receptacle unit and endoscope were poor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Additional information added to fields d9, h2, h3, h4 and h6.